Event description:
Customer stated that when they turned unit on they got a battery alarm on front panel. Customer checked power outlet and verified that it was working correctly. No patient involvement.